Manufacturer narrative:
E1: patient city:(B)(6) patient country:israel. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.